Manufacturer narrative:
Additional information: d10, h3, h6. H10: the device was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. An integrity connection testing between the in-lab titanium adapter and patient adaptor of the set was also performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking from an unspecified location on the set. The leakage was observed at the patient¿s home during use for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.